Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx dilatation balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complaint, it was reported that the balloon was attempted to be inflated, but was unsuccessful because of a hole that was noted to the balloon material. It was confirmed that the balloon did not burst. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.